Event description:
The central monitoring system (cns) keeps freezing up. When this occurs, the customer reboots it and it runs for a few hours and freezes up again. Reference MFR # 8030229-2014-00028.